Event description:
It was reported that customer experienced battery not holding charge and needing daily charging. There was no reported impact to the customer¿s blood glucose level. Customer declined transfer or follow up, pump was noted as out of warranty, and no further action was requested or taken by technical support, with no additional information received regarding the outcome of the event.